Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as misaligned insertion or prying and leveraging the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-3670 fibertak biceps implant set cannulation of the drill sleeve was narrow, which caused the drill bit to be bound upon use and therefore un-useable to create a sufficient drip hole for implant insertion. This was discovered during the case. Another device was used to complete the case with no patient harm.